Event description:
The customer reported that the sys displayed problems with the dap chamber (dose rate) and radioscopy pedal. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the dap chamber and radioscopy pedal. The sys operates as intended.